Event description:
Customer initially reported their abbott diabetes device displayed a "connect to computer" on their screen. The product was returned and investigated for the displayed message, however during investigation internal burn damage was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged display screen was observed. The customer did not return the usb charging cable and adapter. The returned reader was de-cased and a visual inspection on the returned reader pcba (printed circuit board assembly) revealed burn marks under the touchscreen and on the lcd (liquid crystal display). Attempt to power up a new unused reader with the returned battery was unsuccessful. During operation, the thermal camera was used to monitor the reader, it was observed that the reader became hot around the u6 chip, in contrast to the rest of the pcba, when attempting to power the reader on. The chip was likely damaged due to an external high-power surge. The high-power surge was probably due to the user not charging their reader per user manual. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader and verification of correct cable and adapter were reviewed. The dhrs showed that the libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device displayed a "connect to computer" on their screen. The product was returned and investigated for the displayed message, however during investigation internal burn damage was observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.